Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6)2017 with blood glucose of 22 to 30 mg/dl at the time of the incident. The customer was at 75 mg/dl at the time of the call. The customer was given a candy bar and soda to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer needed settings to be adjusted. The customer was calling in order to get their basal rates adjusted as they were too high, and the past weekend she had another low. The insulin pump will not be returned for analysis.